Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon got stuck with the guidewire. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in a moderately calcified vessel. During the procedure, it was noted that the balloon got stuck with the guidewire. The catheter and the guidewire was removed as a single unit and the procedure was completed with another of the same device. No patient complications were reported.